Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary analysis revealed an eri (elective replacement indicators) condition. Further analysis determined the condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit. The anomalous battery voltage measurements were caused by a measurement lock up resulting in an unclearable eri.